Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a request for therapy assistance for the homechoice machine, it was reported that the patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The report indicated that the patient was hospitalized for the event on an unreported date as they were in the hospital for peritoneal infection at the time of this report. The cause of peritonitis and treatment for the event were not reported. Apd therapy was ongoing. Patient outcome was not reported. No additional information is available.